Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the needle reload was reportedly loaded into endostitch jaws and then locked into place without force. The instrument was placed into the body but the jaws would not open correctly. It was removed from the body and the jaws were opened. The needle had split at the middle, and the two ends were still in the jaws on either side of the instrument. Pieces of the needle were removed from the jaws of the endostitch and a new needle inserted. The new needle functioned properly. Pt status: healthy. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).